Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal section of the left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage with struts between the mid-section and the distal end lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal section of the left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.